Event description:
It was reported by service report that the casters would not lock into brake when trying to engage the casters. It is unknown if there was patient involvement; however, no adverse consequences reported. See scanned page.